Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with scratched display window. Please see also MFR report number 2032227-2014-03081 and 2032227-2014-01904.

Event description:
It was reported that the customer was hospitalized due to low blood glucose and a week later he was hospitalized ageing because of low blood glucose. Customer's blood glucose reading was below 50 mg/dl his wife gave him juice and the blood glucose reading was 200 mg/dl at the time of admission. Caller stated that the customer's insulin pump was over delivering and it is crack at the reservoir compartment. Nothing further was reported.